Manufacturer narrative:
Steris made multiple attempts to obtain the device subject of the reported event for evaluation however, the device was not returned. Without the return or evaluation of the device, the cause of the event cannot be determined. No additional issues have been reported.

Event description:
The user facility reported that their snowden-pencer switch blade "failed" during use. No report of injury.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.